Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of a patient made a mistake / touch contamination and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake / touch contamination which resulted in peritonitis on (B)(6) 2011. The patient was not hospitalized. Treatment for the events was not reported. The outcome of the event of the patient made a mistake / touch contamination was not reported. The patient was recovering from the event of peritonitis, and therapy with dianeal was ongoing. The nurse did not provide an opinion of causality for the event of the patient made a mistake / touch contamination, but stated that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f20093 and h11g12049 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.